Manufacturer narrative:
This event occurred in (B)(6). This complaint has not been confirmed. No additional info is given by the consumer. The device was not returned to MFR, so an evaluation cannot be performed as to the root cause. There is no serious injury and no medical attention was reported to have been sought. This incident is being reported as a separation type of malfunction that could possibly lead to serious injury. The consumer cannot choke on the device because the configuration of the material will not lead to sealing off the airways. However, if a separated part of the device passes beyond the pharyngeal arch, medical intervention may be necessary to retrieve the material.

Event description:
Consumer indicated her retail snoregaurd had separated/delaminated. The consumer used it for 3-1/2 weeks. The soft top blue part is beginning to separate from the hard white part where her teeth were molded to the device. She said that it had been causing some pain during use which is why she started to examine it and noticed the separation. The consumer will not be returning the device. She is sending proof of purchase and her survey for a replacement product, as she is extremely happy with the efficacy of the device.